Event description:
The manufacturer received information alleging a ventilator was alarming for low expiratory pressure. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.